Event description:
The customer reported the sheath was pierced and a piece of plastic was visible during a therapeutic bronchial endoscopic ultrasound procedure involving an olympus single use aspiration needle. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.